Event description:
It was reported the patient started having frequency symptoms over the weekend prior to report. It was noted the patient had a urinary tract infection (uti) test and it came back negative. The patient stated there was a ¿wire¿ that felt as though it stuck out from the rest of the system and it had been there since implant. Reportedly, the electrode combinations case and 3, 0 and 2, 0 and 3, 1 and 3, and 2 and 3 had impedance measurements greater than 4000 ohms. It was noted the high impedances were unresolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va05jmk, implanted: (B)(6) 2013, product type: lead. (B)(4).